Manufacturer narrative:
The device has been returned and evaluated by product analysis on 03/24/2016 with the following findings: during investigation, the pump powered on to a discolored display. Unrelated to the original complaint, the battery compartment was noted to be cracked.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.